Event description:
Note : this report pertains to the second of two malfunctions occurring during the procedure. A second stonetome sphincterotome was advanced to the biliary duct but the wire broke as the physician attempted to bow the device. As the physician was slowly withdrawing the device through the scope, the wire punctured his skin below the finger nail. The physician changed his gloves and was able to complete the procedure with a third device. There were no patient complications and the patient is fine. Refer to associated manufacturer report # 3005099803-2008-06609 for a description of the first event.

Manufacturer narrative:
Injury to user. Wire, broken. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.